Event description:
It was reported the device was used during a small bowel resection. It was reported the tlc55 was used. Two and a half weeks later the pt was returned to the or. The pt was septic and shocky. On exploration it was found the staple line had separated and the pt was leaking stool. A diverting ileostomy and a mucous colostomy were performed at this time. The original surgery was performed by another member of the surgery group.